Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was placed in a 50:50 position, however, during deployment the valve shifted resting 70/30 aortic. A post deployment echocardiogram showed no issues with the valve. No intervention was performed. The cs was later notified that the patient had expired 12 hours post procedure. Per report, the patient¿s aortic valve had bulky calcification, the sinotubular junction (stj) measured 22mm, the sinus of valsalva (sov) measure 25mm, the patient had mild mitral annular calcification (mac) and mild septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Additional information provided by the hospital indicated that post procedure, the patient had a pea arrest requiring ventilation support, chest compressions and the administration of pressors and bicarb. The patient was noted to have returned to normal sinus rhythm. Additional information received from the hospital valve coordinator indicated that due to the patient¿s delicate state the patient was made a dnr, went into cardiac arrest and expired. The patient's chart indicated that patient had developed systemic inflammatory response syndrome (sirs). Multiple attempts to gather additional information were performed, but to date no event updates have been forthcoming. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the exact cause for the events cannot be confirmed, although it appears that patient (severe /bulky calcification) and procedural factors could have contributed the aortic shifting and placement of the valve. In addition to the procedure itself, the patient¿s advanced age, complex underlying cardiac pathology and procedural factors may have caused or contributed to the pea arrest event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Should additional information be received, this case will be reopened and investigated. No corrective or preventive actions are required.